Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable high elecsys anti-hbs g2 immunoassay (a-hbsii) results for 1 patient tested on a cobas 6000 e 601 module compared to a hiscl-5000 sysmex system. The initial a-hbsii result from the cobas e601 was 600.0 iu/l, (B)(6). The sample was retested on the cobas e601 with a result of 602.9 iu/l, (B)(6). The same patient sample was tested twice on a hiscl-5000 sysmex system and both results were negative (0.401 miu/ml and 0.380 miu/ml). The customer did not have the special wash programmed that is documented in product labeling. The customer had also exceeded the recommended calibration interval. The customer installed the special wash programming and calibrated a new pack of reagent. The customer switched to a new lot of reagent, lot 351464 with an expiration date of (B)(6) 2019. After installing the special wash and the new pack of reagent, the customer calibrated the system and performed qc testing with acceptable results. The same patient sample had a-hbsii testing again and the result was still high, 458.8 iu/l (B)(6). The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
Based on calibration and qc results, a general reagent issue is excluded. The alarm trace showed no relevant alarms. The patient's sample was tested on a sysmex analyzer and a cobas e601 analyzer for hbsag; the results were strongly positive. Based on the strongly positive hbsag results from 2 different systems, the positive anti-hbs from the roche cobas e601 analyzer was likely correct. The investigation did not identify a product problem. The cause of the event could not be determined.